Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a broken collet in the reported problem area of the pipette assembly. The tip clamp, lld contact spring, and compression spring were replaced. The instrument was inspected, tested without further problem, and returned to service.